Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event calcium deposits (pt: injection site calcification), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00083650, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
This spontaneous report was received from a puerto rican physician and concerns a 72-year-old female patient. She was injected with radiesse into the nasolabial folds, on (B)(6) 2023. Batch number was reported as a00083650 (expiry date: 10/2025). The batch record review was received and the lot number for radiesse was confirmed as a00083650 (expiry date: 10/2025). A lot search in the global safety database was conducted. The patients medical history included lupus, rheumatoid arthritis and hypertension. In 2023, after the radiesse injection, the patient experienced calcium deposits at the nasal labial folds that were approximately 5 mm at both sides. On (B)(6) 2023, she came to the physician because of the event. There was no vascular occlusion. The physician tried to remove calcium doing an incision with a blade11, but it was impossible and then did a cauterization of the calcium and left wound opened. The outcome of the event was unknown.